Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcification). Deformation problem. (B)(4).

Event description:
The physician was attempting to deliver a resolute integrity rx drug eluting stent to a calcified lesion. The lesion was pre-dilated. It is reported that the device could not enter the lesion due to calcification. The device was removed from the patient and the lesion was dilated a second time. An attempt was made to re-advance the device, however it was noted that the stent struts were damaged. Another non-medtronic stent was used to complete the procedure. Patient status post procedure is reported to be good. Device evaluation: the stent was positioned between the marker bands as per specifications. The 15th and 16th distal and the 15th proximal stent segments were raised and deformed.